Event description:
It was reported the pt has discomfort at his ipg iste and is considering having his ipg explanted. It was reported the pt will consult with his physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.